Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving intrathecal fentanyl 2000.0 mcg/ml at 1271.2 mcg/day, bupivacaine 19.5 mg/ml at 12.394 mg/day, and morphine 6.0 mg/ml at 3.8135 mg/day. The programming date from the most recent refill prior to the event was (B)(6) 2016, and the programming time from the most recent refill prior to event was 08:48. Surgical observation noted a worn connector and catheter. The lumbar/pump portion of the catheter and the sutureless connector were identified as the affected portions of the device. The pump side catheter was somewhat worn as was the pump connector. The device diagnosis was ¿other - worn pump connector and pump side catheter.¿ the catheter was revised on (B)(6) 2016. The hcp cut out the extra length in the pump side catheter and replaced the connector. The pump side tubing was long and tortuous and was contained in dense adhesive scar tissue. Device data was uploaded. The event was related to the device or therapy. The event was not related to the implant procedure. The outcome was ¿resolved without sequelae¿ on (B)(6) 2016.

Manufacturer narrative:
Section references the main component of the device system; the other relevant components include: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain. It was reported the patient was having their pump explanted due to normal battery depletion on (B)(6) 2016. The pump side catheter and pump connector were found to be worn and were revised on the same date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.